Event description:
It was reported that a patient underwent a total knee replacement procedure on (B)(6) 2024 and barbed suture was used. During the procedure, it was reported to sales rep by materials coordinator about an issue with the new suture they brought in to replace an old stratafix pdo code. As per surgeon the needles popped off prematurely with minimal force on two cases. Suture popped off prematurely with minimal force being applied in total knee procedure. There was no patient consequences reported. Surgical delay unknown. Device was not returning. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 investigation summary: the product was returned to ethicon for evaluation. Four empty labeled winding former, seven detached needles, one needle suture, and three sutures were received for analysis. The product code sxpp2b405 is double-armed. Upon visual inspection of the detached needles, the swage and attachment area were noted as expected. The barrel hole was examined under magnification, and no suture remnant was noted. The three sutures were examined and the insertion mark could be observed in all samples. The force used to detach the needles from the sutures could not be determined. In addition, the needle suture was visually inspected, and the swage and attachment area were noted as expected. The suture was examined along of the strand and the insertion mark could be observed at the other extreme. A functional test was performed using intron equipment and the pull force was above the minimum requirements. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached as to what caused the reported complaint. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. H3 investigation summary:the product was returned to ethicon for evaluation. Two sealed boxes with twelve unopened samples each and six unopened samples were received for analysis. Product code sxpp2b405. As per the sampling plan, a visual inspection was performed on thirteen samples, the packets were opened. The swage and attachment area were noted as expected. The sutures were dispensed without problems and examined along the strand no anomalies were observed during the evaluation. The functional test was performed using instron equipment and the pull force result was above the minimum requirements. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the device performed without any difficulties noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additional information was requested, and the following was obtained via: two product complaints were opened to address 2 patients. Patient 2 - (B)(4) - total knee replacement please address the questions below for each patient event: what was the name of each procedure? Both were total knee replacement please clarify how many devices were used on each single procedure? 1 suture packet each what was the procedure date? Both on (B)(6) 2024. When was the needle detached/pulled off from the suture (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify ¿ both cases the needle disconnected off the suture, like a pop off needle, as the surgeon was grasping the tip and pulling it through the tissue it had minimal force being applied to it ¿ as much as it would to pull the needle through tissue. Please provide the status of the return and any available tracking information ¿ I packaged up the codes with the affected lot codes and shipped them back with the return label that the complaints team emailed to me. The codes I sent back were not the ones that were used in surgery. Some of them were opened but not used in surgery. Please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep) ¿ I am providing the follow up answers ¿ I was looped in that there was an issue by their materials manager (B)(6) and I followed up with the surgeon the same day he had the issues (dr (B)(6). Was the needle piece removed from the patient during the same procedure? - yes